Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis therapy. One day after the peritonitis diagnosis, the patient was treated with injection of fortum (1 gram once daily, duration and route not reported) and vancomycin (1 gram once in 4 days, duration and route not reported). Antibiotic therapy was reported to be ongoing. The cause of the peritonitis was unknown. Dianeal and extraneal therapies were ongoing. It was reported the patient was not hospitalized for the event. At the time of this report the patient was recovered from the peritonitis event and the patient¿s fluid was clear. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).